Event description:
The field service engineer reported a pump with an air in line alarm. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 24, 2007. Evaluation summary: the reported condition of a pump with an air in line alarm was confirmed during product evaluation. An out of specification air in line printed circuit board (ail pcb) was observed. The ail pcb was replaced and the device was tested.